Event description:
The peritoneal dialysis (pd) patient's nurse stated that the patient was in the hospital due to a gastrointestinal bleed.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation was performed. The clinical investigation concluded that there was no further information provided regarding the hospitalization or treatment for the reported incident.